Manufacturer narrative:
Evaluation results: inherent risk of procedure (death).

Event description:
The patient underwent the index procedure with the deployment of one endeavor sprint rx drug-eluting stent in vein graft to the pda. Approximately 11 months from index procedure, the patient presented to the hospital with a diagnosis of chronic obstructive pulmonary disease (copd) exacerbation and congestive heart failure exacerbation and was hospitalized. It is reported that a patient death occurred 2 days later. At the time of the event the patient was on open label clopidogrel. The investigator determined the event of copd exacerbation was not related to the study device.